Event description:
It was reported the unit had no display. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The lower case was also found to be broken, battery release, battery drawer, and battery drawer o-ring contaminated, and battery contacts compressed.